Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidectomy, when the final step was to remove hemorrhoids and anastomosis, blade out knife nail clip side of the yellow part of the top, resulting in part of the seam. The nails were poor, most of the stitches were not formed and most tissues were not removed. Suture was incomplete. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil was received with a tilted head. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the instrument is applied over tissue that does not meet the tissue compression requirement. The instructions for use of this product states: excess tissue thickness or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidectomy, when the final step was to remove hemorrhoids and anastomosis, blade out knife nail clip side of the yellow part of the top, resulting in part of the seam. The nails were poor, most of the stitches were not formed and most tissues were not removed. Suture was incomplete. They had to use another unit to finish the case. There was no patient injury.